Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of pt made mistake/ break in aseptic technique and peritonitis in a (B)(6) male patient coincident with dianeal pd2 1.5% and dianeal pd2 2.5% therapies. On an unreported date, the patient began treatment with dianeal pd2 1.5% and 2.5% therapies intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). Dianeal therapies were ongoing. On an unreported date, the patient made mistake and break in aseptic technique occurred which was described as attendant doing capd without proper training. On an unreported date, the patient experienced and was hospitalized for peritonitis. The cause of peritonitis was break in aseptic technique. On an unreported date, the patient was treated with vancogen injection (1gm), tazin injection (intravenously, twice daily), and unizox injection (1gm, intravenously, once daily). The outcome of the peritonitis event was not reported.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. The product code is unknown, therefore device info and 510k number are unknown. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable cause code could not be determined, since it is unsure why the patient had a breach in aseptic technique. A labeling review found the labeling to be adequate for the prevention of the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.